Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an occlusion. This was found while trying to prime the unit for use, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. Upon further investigation, found that the lens was scratched, and the chassis gaskets were corroded. The downstream occlusion (dso) sensor, bezel, and seal were replaced. The dso and upstream occlusion sensor were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.